Manufacturer narrative:
(B)(4). Batch # m91j7a: the analysis results found that the er320 device was received with no damage in the external components. In addition, the tyvek was returned for analysis. Upon cycling, the device was noted to be empty and the lockout had been fired through. The instrument was disassembled in order to evaluate the condition of the internal components and the latch posts were noted to be broken, which denotes that the lockout had been fired through. Due to the condition of the device, no functional testing could be performed to evaluate the reported incident. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information was requested and the following was obtained: can you please clarify how the "product locked the staple"? The device only fired the first staple. Did device jam (not fire clips)? Probably yes. Did device not feed clips? The device only fired the first staple. Did device drop or eject clip? No. Did device sideways feed clip? No. Did device fire malformed clip? No. Did device fire scissored clip? Yes, only the first staple.

Event description:
It was reported that during an unknown procedure, the product locked the staple. Another like device was used to complete the procedure. There were no adverse consequences for the patient.